Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 07/15/2020. An investigation was conducted on 07/30/2020. A visual inspection was conducted. Signs of clinical use and evidence of tissue on the jaws. There was a slight flex in heater wire. The clear silicone insulation on the both the cold and hot jaw was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue" is not confirmed. The analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode material twisted/bent; wire are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Rnfa harvesting right upper leg vein with hpii. After third or fourth use of hemopro, device stopped working after a couple of seconds, multiple attempts to allow to cool 30 sec. And one minute didn't work, device continued to stop working after a second or two. A second hpii device was opened and operated as expected. Also of note the tone produced changed in frequency (faster) before unit stopped working. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Rnfa harvesting right upper leg vein with hpii. After third or fourth use of hemopro, device stopped working after a couple of seconds, multiple attempts to allow to cool 30 sec. And one minute didn't work, device continued to stop working after a second or two. A second hpii device was opened and operated as expected.also of note the tone produced changed in frequency (faster) before unit stopped working. The hospital did not report any patient effects.